Event description:
It was reported that, the compressor battery in a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced a compressor battery. The se performed extended self-testing on the device and all tests passed.